Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard meridian filter was deployed in an infrarenal position at the l1 vertebral body level. Approximately seven months and three days of post deployment, the patient presented with intermittent right upper quadrant abdominal pain. Four years and eight months later, the patient presented with chronic abdomen pain. On the same day, a computed tomography (CT) abdomen without intravenous contrast showed that the apex at the superior aspect of the inferior vena cava filter was at the level of the renal veins. The inferior vena cava filter superior apex was tilted anteriorly by 15 degrees with respect to the long axis of the inferior vena cava, as shown on sagittal image. The superior apex was tilted leftward by 14-degrees, as shown on coronal image. The superior apex of the filter contacted the anterior wall of the inferior vena cava. There was no evidence for broken components. Three lateral struts perforated through the wall of the inferior vena cava into the surrounding retroperitoneal fat, by 2 mm. Therefore, the investigation is confirmed for perforation of inferior vena cava (ivc) and filter migration. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism and secondary to significant intrauterine bleeding. At some time post filter deployment, a computed tomography (CT) abdomen and pelvis with intravenous and oral contrast revealed that the filter migrated and filter struts perforated through the wall of the inferior vena cava into the surrounding retroperitoneal fat. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced right upper quadrant abdominal pain; however, the current status of the patient is unknown.